Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured ophthalmic artery aneurysm with a saccular morphology. The patient¿s vessel tortuosity was normal. Aneurysm dimensions: max diameter 6 mm and neck diameter 4 mm. Landing zone (artery size): distal 4 mm and proximal 4.2 mm. For intracranial aneurysm embolization, it was planned to use a blood flow-directed dense mesh stent. After the catheter was in place, the blood vessel diameter was measured and the ped-400-18 stent was selected. The stent could not be opened. It still could not be opened after multiple attempts. The stent was then removed and replaced with another one and the operation was successfully completed. Dapt (dual antiplatelet treatment) was administered (pru level n/a). Angiographic result post procedure: blood retention in aneurysm. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that it was unknown what actions/interventions were taken to resolve the pipeline failure. The cause of the pipeline failure was not determined. The pipeline did not open in the distal section. The pipeline had not been placed in a vessel bend when it failed to open. It was placed in a straight place of blood vessels. The pipeline was retrieved and deployed multiple times in an attempt to open the pipeline.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; and within a plastic bio-pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex braid appeared to be not opened due to damaged braid. The other end of the pipeline flex braid was found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a . Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure /incomplete open at distal as the device was resheated. However, one of the ends of pipeline flex braid appeared to be not opened due to damaged braid. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.